Manufacturer narrative:
Between 2% and 8% of all patients have to go back for post op for bleeding after cardiac surgery. (This is quoted in the loor paper with references). Side branch bleeding is one of the most common sources of bleeding when a patient is taken back. Clearflow device is intended to remove clots formed inside the chest tube.

Event description:
A day after cabgx2 procedure, the patient was taken back to repair a torn vein graft. The customer reported that a clip on the patient's graft may have been attached to the blood clot removed. The pffg was placed in anterior mediastinum. There is no information available if there was a clip used at the site, according to the customer.. No clip was found in the cf device or drainage canister according to the hospital. There was no serious injury. The patient's graft was sutured and another pffg was used . The patient has recovered.